Event description:
The customer reported that the insulin pump was not delivering insulin, and his blood glucose went to 363mg/dl overnight. The customer did not feel comfortable and requested a replacement of the insulin pump. The caller also mentioned that he does not use enough insulin to use the current model, and he prefers to have a small insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a constant alarm due to faulty connection on mother board. Therefore we were unable to perform functional testings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.